Event description:
Intraoperative device diagnostic testing when new generator was connected to original lead resulted in high lead impendance reading indicating possible device malfunction or connection problem. Upon verifcation of proper generator/lead connection, subsequent diagnostic testing again resulted in high led impedance reading. X-ray did not reveal any obvious discontinuities in the ncp system. Both the original lead and the new generator were replaced as there was not another lead model available that was compatible with the new generator model. The lead was discarded. The pt is reportedly doing well with new vns therapy system. No adverse event was reported in conjunction with the high lead impedance condition. Lead break is suspected. Investigation to date has been unable to determine whether the high lead impedance condition existed prior to the generator replacement surgery or whether the lead may have been damaged as a result of the generator replacement surgery.